Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the common femoral artery (cfa). After the vessel was dilated with a 7mm armada balloon catheter, a 7.0x59mm omnilink elite stent was deployed in the external iliac. A 7.0x30mm supera self-expanding stent (ses) was then advanced to the target lesion and deployed in the cfa. Resistance was felt when removing the delivery catheter out of the anatomy and after fluoroscopy imaging was performed it was noted that the stent was not at the target lesion and was found to be within the 6f sheath. A non-abbott stent was used to complete the procedure and there were no reported adverse patient effect nor clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the 6f sheath was too close and the stent inadvertently deployed into the sheath resulting in the reported activation failure and the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.